Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced. The physician found the leads to be fractured near the anchor site. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00744. It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may take place at a later date to address the issue.